Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented after experiencing some short syncopal episodes. This right ventricular (rv) lead was found to have high thresholds. Efforts to reposition the lead did not resolve the measurements and the lead was removed from service and replaced. No adverse patient effects were reported.